Manufacturer narrative:
1. DHR/bhr review(lot#4052039): 1)the products of this batch were assembled at intima ii auto line 3 in apr 2024, and packaged at cfs package line in apr 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint; it is impossible to determine the specific location and condition of the leak. 3. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. 4. The product (sku#383064) which has never been declared to be used for high-pressure injection, it is recommended customers to use the appropriate product for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As this poduct (sku 383064) has never been declared to be used for high-pressure injection, so the root cause of this defect may be related to the incorrect use of the product.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked with power injector on (B)(6) 2025, the patient went to the medical imaging department for a CT scan with contrast. After the contrast agent was injected, the image was not visible. It was found that the contrast agent had flowed from the cannula to the CT bed. The cannula was removed, but it broke.